Event description:
It was reported that the patient was having neurological symptoms. A CT was done and an it (intrathecal) granuloma was identified at the tip of the catheter. Management options were being considered by the physician at the time. Drugs delivered via the device were morphine 12.5mg/ml and bupivicaine 5.7mg/ml. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: the health care provider reported that new CT image taken showed that inflammatory mass dissolved and resolved on its own. The hcp planned to start the patient back on drug and primed out saline from the pump to start drug delivery as soon as possible. The pump delivered hydromorphone 4.2mg/ml; 0.5mg/day and bupivacaine 5.7mg/ml; 0.62mg/day.

Event description:
Additional information: the health care provider reported the mass was diagnosed (B)(6). It was noted the reason for implant was work injury. No perioperative antibiotics were given. The patient had experienced recent increase in usual pain; bowel and bladder incontinence. The hcp considered simulating a bridge bolus using saline. Operative report findings; draining pump to hopefully resolve granuloma. A culture was not done. The patient was noted to be stable.

Manufacturer narrative:
Catheter model 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).